Manufacturer narrative:
.

Event description:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case were tested and failed giving error 4 during testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. There was no patient injury associated with this issue.